Event description:
Consumer sated the bristle came off the brush. Later it was learned that the rubber elastomer came off, not a bristle. Consumer was using the brush for only about week. First brush as part of the 2 pack. He returned the toothbrush to the store.